Manufacturer narrative:
Control lot: 20miu/ml hcg urine control lot: hcg090304-02. 100miu.ml-hcg urine control lot: hcg090521-01. 216.0iu/ml hcg urine lot: hcg090526-01. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control. The 100miu/ml and 216.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention devices meet qc specification. No abnormal result was observed. This complaint is not confirmed. The return devices meet qc specification. No abnormal result was observed; this complaint is not confirmed. Nothing abnormal found in the batch review and the product number, product description and lot number was verified. Customer's observation could not be reproduced with either retain devices or returned devices using hcg urine controls. No false negative result was observed. No corrective action at this time as product deficiency was not established.

Event description:
Customer reported one patient had a false negative urine hcg result. No other information was provided; customer no longer has urine specimen.